Event description:
It was reported that the procedure was to treat a bifurcation lesion with 90% stenosis, between the left anterior descending artery (lad) and the first diagonal. The vessel was mildly tortuous with moderate calcification. A xience v stent was implanted and a kissing-balloon technique was performed with a non-abbott balloon in the first diagonal, and the 3.5 x 8 mm nc trek balloon in the lad. The nc trek balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon was inflated to 12 atmospheres (atm) once and then was deflated. During an attempt to remove the nc trek, the balloon catheter became stuck inside the guiding catheter. The entire system was removed as a single unit. A new nc trek balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance could not be replicated due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: scoreflex, guide wire: balance, bmw universal ii, guide cath: mach1, stent: xience. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.